Manufacturer narrative:
The customer indicated the use of a qualified company cartridge. The customer indicated the use of a viscoelastic, which is not qualified for company cartridge use. The root cause for the reported complaint may be related to a failure to follow the IFU. The viscoelastic indicated is not qualified for the lens/cartridge combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken in the gusset area (returned). The other haptic was bent in the gusset and distal area. The optic was torn/split/cracked (possibly cut) into two portions. The customer indicated the use of a qualified cartridge. The customer indicated the use of a viscoelastic, which is not qualified for the cartridge use. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). The viscoelastic indicated is not qualified for the lens/cartridge combination used. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported during an iol implantation procedure, the lens suffered deformation from the pressure of the injector. The injector bent the haptic inside the eye. No patient harm was reported. Additional information has been requested.